Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 482 mg/dl at the time of incident. The customer was treated with manual injection. The customer did not provide details regarding symptoms. The customer stated that the insulin pump had insulin flow blocked alarm. Customer reports event was resolved by changing complete set. Customer reports the correction bolus was incorrect. Customer did a self-test on the insulin pump and insulin pump passed the self-test. The insulin pump will be returned for analysis.